Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is not able to hear with the device. There was no report of any trauma to the head.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was initially reported that the recipient was no longer able to hear with the device. However it was later reported that the user may still have heard despite the affected channels. Before this episode, there was good hearing sensation with the device. Recipient was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No information about possible further steps has been received yet.

Event description:
The user is not able to hear with the device. There was no report of any trauma to the head.